Event description:
The manufacturer received information alleging a patient did not receive proper treatment from her inspiration elite nebulizer and was taken to the hospital for shortness of breath. The patient received a breathing treatment in the emergency room and no permanent harm or injury was reported.

Manufacturer narrative:
(B)(4). According to information received from the patient, she indicates that she has used the same nebulizer for many years and she has not cleaned the device according to product instructions. The patient has stated that she will not be returning this device and she does not want to be contacted about this matter again. The accessories for this device have been replaced by her medical supplier. Patient has stated that she was not harmed. Device is not life sustaining/supporting. The manufacturer has determined the instructions for cleaning this product are adequate. Instructions for use gives clear instructions on how the device should be cleaned and provides a cleaning schedule. See scanned page. The manufacturer believes it will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.